Manufacturer narrative:
Patient information was unavailable from the site. The straight suction was returned to the manufacturer for analysis. Analysis found that, as reported, the returned straight suction was not able to verify when attached to a known good tracker returning a divot error of 3.2 mm to 3.4 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the site had difficulty verifying their straight suction in surgery. After manipulating the position of the instrument, the surgeon was able to verify the suction. The surgery was completed with navigation and there was no impact on patient outcome.